Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that upon the first interrogation post implant, the device was found in back-up vvi. Review of device image revealed the device was in reset mode when implanted. A device download was successfully performed and device was restored to normal function. Patients condition was fine.